Event description:
It was reported that the procedure was being performed in the surgical suite on a male pt. At the end of the successful declot procedure, the catheter basket was removed and they noticed a small piece of the rubber tip was missing. The pt was asymptomatic. There was no delay in treatment, no pt death, and no pt complications were reported. F/u info received on (B)(4) 2012 states that two to three passes were made with the catheter. No sharp angles were encountered. The clot was normal - not overly heavy. An x-ray was performed on the pt. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Sample will not be returned.